Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2. The technical service representative (tsr) advised the hp that a se 2240 indicates that a large amount of air has entered the cassette. The hp confirmed he had an open clamp on an unused supply line. The tsr explained to the hp that any lines not being used during therapy need to be clamped off. The tsr further advised the hp to contact his peritoneal dialysis nurse (pdrn) to inform of the se 2240. The hp stated he would complete therapy with manual supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated this was an isolated incident. The hp confirmed there was no infection or adverse event as a result of this incident. The hp stated he was doing fine with therapy procedures. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to unavailable sample. Based on the information obtained from baxter's investigation, root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp confirmed he had an open clamp on an unused supply line. The at home guide instructs users to close all clamps on unused fluid lines securely. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per user manual with the hp. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).